Event description:
It was reported that "pump shut down while transporting back from ccl from interventional procedure. Switched consoles". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).